Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device revealed the hypotube was broken approximately 201mm distal from the strain relief. No issues were noted with the profiles of the crimped stent, balloon and tip sections of the device that could have potentially contributed to the reported event. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the stent delivery system was unable to cross the lesion. Vascular access was obtained via a femoral artery. The 75% stenosed, de novo target lesion was located in the "heavily" calcified and moderately tortuous left anterior descending artery. The 2.25x30mm, eccentrically shaped lesion was noted to have a bend of >45 and <90 degrees. Pre-dilation was performed with a 2.0x15mm non bsc balloon catheter; residual stenosis remained at 75%. The 2.25x32mm taxus liberte coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with a 2.25x32mm promus element stent. There were no patient complications reported and the patient's status is stable. However, device analysis revealed a shaft break.